Event description:
The consumer reported that her daughter used the product for five to six hours on her forearm. When the patch was removed, the consumer described a burn. The consumer consulted with her pediatrician who diagnosed a second degree burn and treated the area with silver sulfadiazine and bandages.

Manufacturer narrative:
The consumer used the product off-label as product packaging states "do not use... On children 12 years old or younger." Since this a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.